Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia, which was confirmed by a nurse and telemetry strips. It was noted that a 12 lead test and a device interrogation showed "normal" device function a few days prior. The device remains in use. No further patient complications have been reported as a result of this event.